Event description:
It was reported that the surgeon inserted an icm125v4 12.5mm implantable collamer lens and the lens was torn by the injector during insertion. The lens was removed without any patient injury.